Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced bodily injuries, including but not limited to, extreme pain and dyspareunia, and required medical intervention to treat her injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.